Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced due to high, out of range high voltage lead impedance. The patient was stable.

Event description:
It was reported that high, out of range high voltage lead impedance was observed. Due to subclavian thrombosis, a new lead could not be placed. Therefore, the lead remained implanted with the svc coil programmed off. Patient condition after the event was stable.